Manufacturer narrative:
Correction: date of explant.

Event description:
New information received states that the device was explanted and a new device was implanted. There were no complications during the procedure. Patient was stable.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided on the final report.

Event description:
It was reported that the implantable pulse generator was inoperable and unable to establish communication due to the device not being charged. A surgical intervention is anticipated in the near future to replace the implantable pulse generator. No further information is available at this time.

Manufacturer narrative:
The device was not returned for evaluation. The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.